Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not record the full duration of the patient's pause episode due to oversensing electromagnetic interference. The icm remains in use. No patient complications have been reported as a result of this event.